Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: the patient presented for pre-operative discussion. The patient had low back pain. Impression: degenerative disc disease; right leg radiculopathy. On (B)(6) 2010: the patient was admitted with the following diagnosis: degenerative disk disease with right leg radiculopathy. She had the following pre-operative diagnosis: degenerative disk disease with right-sided foraminal stenosis, l5-s1. The patient underwent the following procedure: posterior lumbar decompression and fusion of l5-s1 with pedicle screw instrumentation, transforaminal lumbar interbody instrumentation, local autograft, allograft and also interpretation of intraoperative x-rays. Per op notes, an 8 x 22 was tried followed by a 10 x 22 interbody implant. The 10 x 22 seemed to have less fit. A small rhbmp-2/acs kit was used and a portion of this was placed within the interbody spacer and also in the space combined with bone graft matrix and local autograft. The spacer was then packed into place with good purchase noted. After this was done rods were placed bilaterally using 30 mm rods. The cap screws were placed and then secured. After this was done the wound was copiously irrigated on the right lateral gutter and bone graft matrix was placed on the left lateral gutter. Rhbmp-2/acs, master graft matrix and local autograft were placed ap and lateral fluoroscopic x-rays demonstrated good positioning of the hardware. No patient complications were reported. On (B)(6) 2010: the patient was discharged with the following diagnosis: degenerative disk disease with right leg radiculopathy. On (B)(6) 2010: the patient presented for postoperative follow-up. She complained of having fevers, swelling in both of her legs as well as her calves, pain in her left hip and leg. The patient underwent x-rays of lower spine which showed hardware in good position. On (B)(6) 2010: the patient presented for follow-up with multitude of different complaints. She also complained of left leg pain. On (B)(6) 2010: the patient underwent 'omct' of lumbar spine. Impression: postop change at l5-s1 consistent with l5 laminectomy and discectomy; no evidence of hardware failure; questionable disc material within the central canal at l5-s1, which mildly to moderately displaces the thecal sac, slightly greater on the right. On (B)(6) 2010: the patient presented for follow-up with lumbar CT scan, which revealed pedicle screws well positioned within the pedicles; no evidence of cortical breach or nerve root contact; the interbody spacer appeared to be well positioned; no evidence of hardware loosening or malpositioning. Assessment: status post posterior lumbar decompression l5-s1. On (B)(6) 2010: the patient presented with hurting in her right leg due to ground level fall onto her tailbone a couple of weeks ago. The patient underwent x-rays of lower spine which revealed hardware in good position including the interbody graft at ls-s1; no evidence of retropulsion in the graft. On (B)(6) 2011: the patient presented with increased back pain. On (B)(6) 2011: the patient presented with persistent back pain. The patient underwent x-rays of lower spine, which revealed the hardware to be in good position without halos or evidence of breakage or loosening; it was difficult to visualize the l5-s1 disk space to assess whether or not she has a solid fusion. On (B)(6) 2011: the patient presented with severe burning in her right leg. The patient underwent x-rays of lower spine, which revealed the hardware to be in good position in her back; no evidence of hardware loosening; it was difficult to evaluate the interbody graft because of overlap of the pelvic rim though the lateral gutter appears to be fused on the left side. On (B)(6) 2011: the patient underwent CT of lumbar spine due to recurrent right lower extremity radicular symptoms as well as new left lower extremity radicular symptoms. Impression: stable grade 1 spondylolisthesis of l5 on s1 due to bilateral spondylolysis; fusion hardware is in place at these levels; no bony bridging is noted; lucencies surrounding the s1 pedicle screws may indicate some degree of hardware loosening; they were not present on (B)(6) 2010 CT exam; stable mild/moderate bilateral foraminal narrowing at the l5-s1 levels. On (B)(6) 2011: the patient presented for follow-up with significant back pain. Imaging studies were reviewed which showed the pedicle screws in good position; no significant central stenosis; interarticularis and the inferior articular process of l5 as well as the superior articular process tip of s1 had been completely removed and the foramina therefore had been unroofed; some mild foraminal stenosis on the left hand side. On (B)(6) 2011: the patient presented for follow-up and complained of pain in both legs and back pain. CT myelogram was reviewed which did not show any significant nerve root impingement or hardware malplacement. On (B)(6) 2011: the patient presented for follow-up from surgery. She had burning in both of her legs going on for past two weeks. On (B)(6) 2012: the patient underwent CT of lumbar spine due to lumbar degenerative disease. Conclusion: equivocal slightly more forward shift of l5 on s1 when compared to study done 8 months ago. Pars defects at l5 may be used slightly more demineralized at this time. On (B)(6) 2012: the patient presented for follow-up. CT scan was reviewed: she had lucency particularly around the si screws; she appeared to have an increased somewhat in her spondylolisthesis without intrathecal contrast it was hard to judge nerve root impingement. On (B)(6) 2012: the patient presented for follow-up with back pain and pain in the legs. She also had discomfort in her left foot. Assessment: pseudoarthrosis. On (B)(6) 2013: the patient underwent CT of lumbar spine due to lumbar neuritis. Impression: chronic bilateral pars defects l5-s1 with grade I anterolisthesis l5 on s1. Chronic postsurgical change is observed at this level with posterior fusion and laminectomy defect and intervertebral cage placement; mild facet hypertrophy of the lower lumbar spine at l4-5 and l5-s1; early endplate changes of spondylosis; mild inferior neural foraminal stenosis l4-5 bilaterally; moderate right neural foraminal stenosis l5-s1; no evidence for disk herniation. No evidence for arachnoiditis. No postsurgical fluid collections identified. She also underwent x-rays of thoracic spine due to thoracic spine neuritis. Impression: minor and thoracic spine endplate spondylosis; otherwise negative thoracic spine x-ray series. Fluoroscopy for spine injection was also done due to lumbar stenosis and postlaminectomy syndrome. Impression: intrathecal injection performed without complications; upright and ap films after the injection show intrathecal contrast, postsurgical changes from pedicle fixation screws at l5 and s1 bilaterally, laminectomy defect at l5, no abnormal impressions on the thecal sac on the ap or lateral view.